Manufacturer narrative:
A us distributor contacted zoll to report that a patient developed an itchy rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s physician discontinued the lifevest due to the skin irritation. Outcome of the irritation is unknown.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s physician discontinued the lifevest due to the skin irritation. Outcome of the irritation is unknown.